Event description:
Medtronic received information that approximately seven years and eight months following the implant of this transcatheter bioprosthetic valve, the patient presented to the emergency department (ed) with shortness of breath (sob). The patient was admitted to the hospital, provided medication and diuresed. Acute exacerbation of congestive heart failure (chf) was diagnosed. Transthoracic echocardiogram (tte) showed ejection fraction (ef) of 40-45%, mild to moderate global hypokinesis of the left ventricle, mild left ventricular hypertrophy (lvh), and moderate diastolic dysfunction with elevated left atrial pressure. Normal right ventricle (rv) systolic function was noted. The left atrium was moderately dilated, and the right atrium was moderately dilated. The patient was discharged three days after presenting and the exacerbation of the chf recovered. Per the physician, the event was not related to the valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.